Manufacturer narrative:
The report of an overinfusion was not confirmed. The pcu event log shows pump module s/n (B)(4) was programmed via a remote IV request to infuse drugid 61 at a rate of 0.9ml/hr with a vtbi of 50ml at 10:41 am on (B)(6) 2020. Prior to starting the infusion, the event log shows the user changed the vtbi from 50ml to 0.9ml. The infusion ran from 10:41 am to 11:41 am when the user programmed a delay for 30 minutes. The volume recorded as being infused during this period was 0.653ml. During this period, the device alarmed 1 time for patient side occlusion, 2 times for check IV set and 10 times for air in line. While attending to the air in line alarms there were a total of 10 flo stop open alarms that totaled approximately 27 seconds. The 27 seconds when the device alarmed for flo stop open could possibly account for the 20ml that the user stated was infused, however it cannot be determined if the primary sets roller was closed during these alarms. The device was being used for treatment. The pump module and the disposable set were not returned for investigation. The root cause of the reported overinfusion was not identified.

Event description:
It was reported that an over infusion occurred in the nicu of an unspecified medication of 50ml vtbi for the duration of 1 hour. It was stated, "the patient may have received about 20ml of the medication within one hour." The drug has an ordered rate of 0.9 ml/hr. There was no patient impact.

Event description:
It was reported that an over infusion occurred in the nicu of an unspecified medication of 50ml vtbi for the duration of 1 hour. It was stated, "the patient may have received about 20ml of the medication within one hour". The drug has an ordered rate of 0.9 ml/hr. There was no patient impact.